Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary.   Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿cementless femoral stems with lower canal fill ratio have similar mid term to long term outcomes to those with adequate fill ratio in dorr type c femurs¿ written by mingyang li1, yi zeng1, yuangang wu, yuan liu, limin wu, and bin shen published by archives of orthopedic and trauma surgery on april 13, 2021 was reviewed. The articles purpose was to adapt a method of evaluating the fill ratio of femoral stems in dorr type c femurs and investigate the stem¿s optional fill ratio in dorr type c femurs. 87 thas (82 patients) were involved in the study and all were implanted with corail stems. No mention of the components involved on the acetabular side. Adverse events involved depuy ¿ synthes products: 1 revision due to periprosthetic joint infection. 1 revision due to periprosthetic joint fracture. 8-10% indicated dissatisfaction with the stem. 11 intra-operative fracture (no indication of treatment provided). Stem subsidence (no treatment indicated). 1 post-op dislocation (no treatment indicated). 1 patient indicated to have thigh pain.